Event description:
Customer alleged discrepant blood glucose results of 260 mg/dl on the advantage system when compared with a result of 66 mg/dl from a professional meter when the tests were performed within 10 minutes. The customer reported having no symptoms. The customer treated with orange juice based on the professional meter. No further info was provided. A request was made for the return of the suspect device and replacement product was sent.